Event description:
Catheter was not yet used in patient. When the catheter was connected to the cool point pump, no flow was noted through the catheter. The catheter was checked and reconnected to the pump and still would not work.